Manufacturer narrative:
(B)(4) background: the nasal tubing features a lightweight, flexible extension ('flexitrunk') which provides stable prong connection while allowing the patient's head to move freely. The tubing also utilizes foam padding which supports the tubing above the patient's head. Narrative: the complaint interface was not available for evaluation. An investigation was carried out based on information provided by the customer. The hospital stated that they have difficulty stabilizing the tubing, which causes the interface to wobble. The hospital advised that they were securing the tubing with a version of an angel frame (support device). The interface is provided with step-by-step user instructions (written and illustrated) which detail proper interface setup. The user instructions include the following statements: the use of angel frames, christmas trees or similar devices are not recommended as they cause the circuit position to be elevated and restrict the movement of the baby's head; choose the correct length of the nasal tubing. Use the shortest length possible; the key to a successful setup is keeping the nasal tubing in place. Ensure the weight of the circuit is supported to reduce tension on the nasal tubing. The circuit must have free movement to allow the baby's head to move without restriction. A fisher & paykel healthcare representative has been working with the hospital and has received no further complaints from this facility.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a baby had a bruise on its forehead after six hours of CPAP therapy. Although the hospital was unable to confirm the size, it was reported that the baby was on a setup which included the bc181 (50mm) or bc182 (100mm) nasal tubing.